Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2016, the patient underwent a revision surgery due to complications; obstruction, inflammation, recurrent hernia, pain, and complication from adhesions requiring lysis. No additional information was provided.